Event description:
The customer observed a falsely elevated creatinine result for one patient on an architect c8000 analyzer. The following data was provided: sample ID (B)(6) initial result was 2.24, repeats were 0.82, 0.81, and 0.82 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated creatinine and results on the architect c8000, serial number (B)(6). Through an extensive investigation, the fsr found the bellows, bellows only (rohs), part number 2-89054-02, leaking and needed to be replaced, which resolved the customer¿s complaint. There have been no further reports of discrepant results reported by the customer since the part was replaced. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.